Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device incorrectly detected atrial tachycardia/atrial fibrillation due to far field r-wave oversensing on the atrial channel. The device and lead remain in use. The patient has not yet been seen for any reprogramming. No patient complications have been reported as a result of this event.